Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the infection is uncertain. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage,or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) state the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported that an angio-seal was selected for use. The coronarography showed a stenosis of the interventricular artery and left coronary artery requiring the insertion of 2 stents. Access to the femoral artery was done via the left femoral and hemostasis was obtained by the angio-seal device. One week later, the patient was readmitted to the hospital for fever. The femoral artery was painful with swelling, but without abscess. All the peripheral pulses were present. Blood culture was positive for (B) (6). Doppler ultrasonography showed a small hematoma. Antibiotic therapy combining vancomycin and gentamicin was initially started, switched after the results of the blood cultures to rifampin and levofloxacin for 6 weeks orally. The treatment was successful and no additional surgery was required. A shift to vibramycin was done for three months to prevent an infection relapse, which was not observed after a follow-up period of 12 months.